Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "clinical outcomes of computer-assisted total knee arthroplasty using pinless navigation" written by lei jiang, jerry yongqiang chen, hwei-chi chong, shi-lu chia, ngai-nung lo, and seng jin yeo published by journal of orthopaedic surgery (2017) was reviewed. The article's purpose was to compare results of two groups. One group received total knee arthroplasty with computer assisted surgery and the other group received total knee arthroplasty with conventional techniques. Data was compiled from 200 patients who received implants between november 2008 and october 2012 (100 in cas group and 100 in conventional group). Cement manufacturer is not identified. Patella resurfacing was not performed. All implants were depuy. Depuy products utilized: sigma fixed bearing system. Adverse events: wound infection (treated by debridement), loose cement (treated by arthroscopic removal), superficial wound hematoma (treatment not specified).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.